Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 slbl lav jlp there was clotting/micro clots/fibrin clots. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: clotting has been occurring frequently since the beginning of june 2022. Shown below are the affected lot numbers: 1288688 ×3. 1259246 ×3.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1288688. Medical device expiration date: 2023-01-31. Device manufacture date: 2021-10-15. Medical device lot #: 1259246. Medical device expiration date: 2022-12-31. Device manufacture date: 2021-09-16. Bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. All edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.